Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels reaching 50 mg/dl. During troubleshooting with tandem technical support pump data was reviewed and found that the customer was accidentally triggering and delivering quick boluses. Contact stated that the customer was doing physical activity at the time the quick boluses were triggered. Reportedly, customer's school nurse assisted the customer by giving them carbohydrates to stabilize blood glucose levels.